Event description:
Complainant alleged that while treating a female patient (age unk), the device delivered a discharge of energy to the patient via electrode pads. The clinician touched the electrode pad after the shock was delivered to administer CPR, and received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.